Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed the check for sticky speed trigger. It was further determined that there were signs of smoke and corrosion on the motor that had no power (failed check the oscillation/forward/reverse mode function; check the oscillation angle; check switching function forward/reverse). It was further determined that the issues were consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during the start of the surgery setup, it was discovered that the small battery drive device started smoking. It was further reported that there was a thirty-minute delay in surgery while a new/sterile small driver device was brought to the operating room ¿or¿. During in-house engineering evaluation, it was observed that the device failed the check for sticky speed trigger. It was reported that the device was not used on the patient. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.